Event description:
Customer reportedly received results of 6.2 mmol/l and 5.9 mmol/l on the aviva nano system and result of 2.4 mmol/l on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).